Event description:
It was reported that the pulse generator exhibited high current drain at the three month follow-up. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that high current drain of 220 ua was measured when pulse amplitudes were programmed to 2.5 v or less. This was due to a defective capacitor.